Event description:
While reviewing the manufacturer's programming database, it was observed that the patient was programmed to settings typical of an incomplete diagnostics. It is unknown if the patient was programmed to those settings or intentionally left at the settings. The settings were not corrected when they were observed.